Event description:
On (B)(6) 2013 a pt, who is also a physician, called to report being diagnosed with episcleritis and scleritis and treated with cipro, vigamox and pred forte gtts. The pt reported initially experiencing redness ou while wearing each new pair of contact lenses which prompted the pt to see two ophthalmologists within the hospital setting where the pt works and finally was referred for f/u with a third ophthalmologist. No contact info was provided for the two ophthalmologists that initially examined and treated the pt. The pt has returned to wearing glasses. On (B)(6) 2013, the pt chart was rec'd from the third ophthalmologist who examined the pt. Chart indicates: on (B)(6) 2013: pt was referred for scleritis eval. Pt started having redness os only about 4 weeks ago. The redness did not improve. Pt initially thought that it might be conjunctivitis, started using cipro gtts w/o relief. Notes that redness persisted, was seen by an ophthalmologist, diagnosed with "scleritis-put on ibuprofen and vigamox, which did not improve symptoms or redness at all." Pt c/o experiencing some tenderness shortly after that visit, which resolved a few days later. Pt followed up with the referring doctor, "who again though scleritis and performed a dfe at the visit." Pt was treated with indomethacin which helped within 2 days, then redness flared again but not as bad. The pt "was told by another doctor to start pf os tid-qid, which instantly improved symptoms." Pt tapered the gtts down and is now off since friday. "Pain when had it, was dull ache with pushing sensation from behind, felt in whole eye, but no ha. Hurt with far lateral gaze." Bloodwork was performed; results were normal. No hx of autoimmune disease. Pt "has been on cl holiday, tried wearing lenses for a little bit on saturday and felt comfortable-would like to go back wearing full time." Medications: prednisolone acetate 1% qid x 4 days, stopped cipro after 1 week, then vigamox for another week. Second week ibuprofen, then indomethacin (no se's) for 10 days. Va cc: od 20/20 os 20/20-2. Ou: perrl. Ou dilated with 2.5% phenylephrine, 1% tropicamide and proparacaine. Ou normal externally. Sle: od- conjunctiva/sclera 1+ follicles. Cornea clear no pannus, no overwear. Ac d&q os- conjunctiva/sclera 1+ follicles, temp 1/2+ injection no ping near limbus, no thinning, no tenderness-totally resolved with phenylephrine. Cornea clear, no pannus, no overwear. Ac d&q, no cells. Fundus exam ou: periphery lattice degeneration. There is peripheral lattice changes, no holes, no tears. Manifest refraction: os -4.50/-1.25/010. Assessment and plan: (B)(6) y/o with hx of acute red eye pain, hx not suggestive of true scleritis, more consistent with episcleritis and perhaps mild orbital myositis. Episcleritis; labs negative; on exam complete blanching with neosynephrine; told that blepharitis may contribute to redness; no signs of gpc or cl overwear, but some upper lid follicles; continue prednisolone acetate 1% twice daily x 1 week, then daily x1 week then stop; start patanol bid for 2 months; start tobradex for flares; if gets pain with lateral gaze start ibuprofen. Blepharitis/des: pt informed of this chronic condition that can lead to chronic eye irritation due to local causes and is best treated with conservative management and daily lid hygiene. Lid massage and warm compresses for 10-15 mins bid. At prn. Removed cl and use glasses when at home. Lattice degeneration ou- no holes no tears. S&s of retinal tear/hole reviewed. Rtc if floaters increase, vision changes or flashing lights develop. Knows to return for new symptoms. Rtc prn, f/u with the referring doctor. Episcleritis-primary dx, blepharitis, dry eye syndrome, lattice degeneration. Return if symptoms worsen or fail to improve. No add'l info is available at this time. A lot history review of lot b00d8gs indicated: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00d8gs was produced under normal conditions. Forty sealed blisters were returned. The parameters of ten lens were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The ph and conductivity were in specification. Per the pt's request, product was sent to the chemistry lab for solution to be evaluated. The lab performed a comprehensive eval of the solution of the remaining sealed product blisters. All results from testing were within specification and within historical data. Will report add'l info within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.